Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. The user facility/customer name was not reported.

Event description:
The event occurred on an unspecified date and involved an unspecified plum a+ infusion pump. As per customer's report "hypomagnesium at 0.26. IV magnesium infusion in progress. Left for scan with beneficiary attendant. Pump runs out of battery on the way to scan, fails. Beneficiary attendant plugged pump upon arrival at scan, pump still in fault. Unable to restart the pump. User did not receive treatment. There was patient involvement and unknown human harm." No other information is available at this time.